Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block e1: the reported physician information is: dr. (B)(6). Block h6: device problem code a0501 captures the reportable event of distal tip detachment. Block h10: investigation results: the returned expect slimline needle was analyzed, a visual evaluation was performed and the needle was not broken, instead the tip of the needle was folded backwards. Additionally, kinks were found in the working length and the needle. No other issues were noted. Based on all available information and the condition of the returned device, it was possible that due to over manipulation against this unit the distal tip was damaged. At the moment of the device activation the tip of the needle could be trapped on the distal end and then an excess of force was applied. These issues could have caused the working length and needle to bend and the tip of the needle to fold backwards. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the pancreas during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the needle broke at the distal tip. The procedure was completed with another expect slimline. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported physician information is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the pancreas during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the needle broke at the distal tip. The procedure was completed with another expect slimline. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.